Event description:
Light adjustable lens plus (lal+) implantation & adjustments caused severely disabling dry eye response that left patient unable to see or function in 11om1al everyday tasks, possibly causing autoimmune response sjogrens syndrome. 70+ yr old patient did not suffer from a dry eye condition prior to lal+ implantation with only infrequent preservative free drop middle of night 1-2 times/week when secretions are normally reduced at night. Patient left with refractory error in non-dominant eye unable to remove in two lal+ adjustments. -0.50 near vision adjustment in non-dominant eye resulted in no improvement in near vision. This is not a. True extended depth of focus lens as marketed by manufacturer rxsight and should be withdrawn from FDA approval until clinical trials can be performed on the lal+. Manufacturer rxsight unresponsive to all requests for information about lens including safety information and contraindications.